Event description:
Post angiogram viewed an endoleak that could not be clearly determined where the leak was originating. After a considerable amount of time elapsed viewing the graft placement and angiogram, it was suspected that the endoleak was resulting from the contralateral iliac leg graft. Since the iliac arteries were very tortuous, the physician reviewed the landing zone and attachment site of the iliac leg grafts. At one view, the distal end of the contralateral iliac leg graft appeared to have landed at a good location in the vessel. A second viewing of the distal end of the leg graft, at another angle, noted that the graft appeared to be short of the desired landing zone. An iliac leg extension was deployed in the iliac leg graft, extending the landing zone in the vessel and promoting a good seal. Final angiogram noted a resolve to the endoleak.